Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). The customer services its own equipment thus livanova technician provided the engineer of the hospital with technical assistance via phone. Livanova technician suggested to check the occlusion of the tubing and provided model number of the motor control board as potentially involved component in case of need. The engineer of the hospital checked the device and found that the occlusion knob was blocked. The knob was lubricated and then worked properly again. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Customer services its own equipment.

Event description:
Livanova received report that a s5 double head pump gave a motor control failure error message during procedure and the pump did not run. There was no report of patient injury.

Event description:
See initial report.

Manufacturer narrative:
H.10: complaints database analysis revealed, no similar event, since unit installation in 2007. Based on the service activity performed by hospital's engineer, it cannot be ruled out that most likely, root cause was a defective knob, due to its aging. The wearing of electro-mechanical device can be originated by the specific use condition at customer site. And may have contributed to the event. However, there is no concerning trend for this kind of failure.